Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: both photo and the actual device were received and evaluated. Upon visual inspection of the photo, it could be observed that the 3 anchors, only one was broken and the other 2 were bent. The sutures are tensioning from the anchor to the handle's groove. The shaft of the 3 devices has no structural anomalies. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause of this failure can be attributed to the devices were exposed to a temperature higher than the recommended while in stock. Temperatures over 21 degrees celsius and the pre-set tension on the sutures may lead to a bent/broken anchor. No further information has been provided to help in the determination of the root cause for this failure. As per IFU 108805 store in a cool dry place. The device was received and evaluated. Upon visual inspection, it could be observed that the anchor was broken, rests of biological matter on the anchor and suture can be observed. The shaft has no structural anomalies. According with the visual inspection result, this complaint can be confirmed. The possible root cause of this failure can be attributed to the devices were exposed to a temperature higher than the recommended while in stock. Temperatures over 21 degrees celsius and the pre-set tension on the sutures may lead to a bent/broken anchor. No further information has been provided to help in the determination of the root cause for this failure. As per IFU 108805 store in a cool dry place. A manufacturing record evaluation was performed for the finished device lot number: 8l67275, and no non conformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 3 of 3 for (B)(4). It was reported by a healthcare professional in china that during a shoulder procedure on (B)(6) 2022, it was observed that the anchor on the lupine loop plus anchor w/orthocord device was broken upon opening its package. During in-house engineering evaluation of the photo provided by the customer, it was determined that the anchor was broken. Changed another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.